Event description:
Consumer sent an email claiming she had third degree burns on her back and bottom as a result of using the heating pad. She stated that she used the device the date of and the day after a surgery.

Manufacturer narrative:
Email sent to consumer (B)(4) 2014 asking for her address so that we can retrieve the pad, photos and med. Rpts. And bills from her. No response to date. If the consumer provided additional information a supplemental report will be filed.